Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure, which got aborted and rescheduled later. The philips field service engineer (fse) inspected the system onsite and confirmed that unable to perform exposure. Review of the system log files showed issues related to the frontal image processing pc (ippc). Upon troubleshooting, fse found that the database was full and would not allow any more images. To resolve the issue, fse recreated the database and performed the required calibrations. The same issue reoccurred again where fse replaced imaging drives in ippc and recreated the image store. After which, the system returned to good working condition. The codes were updated based on the investigation outcome.